Event description:
Revision of partial due to pain, when revising the poly looked worn and possibly oxidised.

Manufacturer narrative:
Evaluated by manufacturer: examination of the returned devices does not confirm any oxidation. The device exhibits no delamination or sub surface fracturing. A depuy senior principle scientist stated the polyethylene has yellowed due to absorption of lipids found in joint fluid. The polyethylene insert shows evidence of proper implant alignment. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. No product problem has been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.